Manufacturer narrative:
On 4/24/2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a male patient underwent an ablation procedure for premature ventricular contractions (pvcs) with an ez steer thermocool sf nav catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected, and was found in good condition. The catheter was evaluated for carto 3 system performance and was recognized by the system with no error messages and proper visualization. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. The catheter was tested for electrical performance and stockert compatibility, and was found within specifications. Deflection and irrigation tests were performed, which the catheter passed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use state that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: st. Jude medical transseptal needle, model and lot numbers unknown, st. Jude medical sl1 sheath, lot number unknown, smartablate generator, model and serial numbers unknown. Full UDI # information unavailable since the lot number is unknown. Manufacturer's ref. No: (B)(4). Irrigated catheter flow was programmed for standard thermocool sf settings. Patient received anticoagulant during the procedure with activated clotting time maintained between 300-350 seconds. There is no information regarding spi value, catheter proximity, or zeroing of the catheter. There were no errors reported on any bwi equipment during the procedure.

Event description:
It was reported that a male patient underwent an ablation procedure for premature ventricular contractions (pvcs) with an ez steer thermocool sf nav catheter and suffered a cardiac tamponade requiring pericardiocentesis. During ablation phase, at the end of the procedure, the patient became hypotensive and a tamponade was confirmed via ultrasound. Pericardiocentesis yielded approximately 300cc. Bleeding stopped and blood pressure stabilized. Patient was reported to be in stable condition immediately after the event. Patient was transferred to the intensive care unit for observation. Patient required extended hospitalization as a result of this adverse event. It was noted that this was a standard practice for patients with pericardial effusions. Patient fully recovered with no residual effects. Patient¿s outcome was improved, although the patient still had pvcs post-procedure. Factors cited that may have contributed to the adverse event include the patient¿s anatomy, diabetes, and other medical conditions. Physician¿s opinion regarding the cause of the tamponade is that it was procedure-related, although the origin remains unknown. It was noted that the physician excluded bwi product malfunction and patient condition as causal factors. Transseptal puncture was performed with a st. Jude medical transseptal needle. Sheath used was a st. Jude medical sl1. Generator parameters at the time of injury included power control mode with average power of 35 watts, temperature maximum of 35 degrees celsius, and impedance maximum of 210 ohms. Overall ablation time at the site of injury was 19 minutes and 27 seconds. It was noted that the time frame was not continuous, as there was waiting time between ablation sessions. Last ablation cycle time at the site of injury was approximately 5 minutes. Average power in the left ventricle was 35 watts.

Manufacturer narrative:
During analysis of the returned product, the lot number of the device was discovered. As a result, the lot, UDI, manufacturing and expiration date fields have all been updated. (B)(4).